Manufacturer narrative:
Follow-up # 1: date of submission 10/06/2016: device evaluation: the pump has been returned to animas and evaluated on 09/12/2016 with the following findings: the battery compartmentw as found to be cracked. Correction: report # 2531779-2016-23717 takes place of the report # 2531779-2016-20763. Please disregard report# 2531779-2016-20763 as it constitutes a duplicate to report # 2531779-2016-23717. The report # 2531779-2016-23717 will be used in all further communications regarding the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.